Event description:
Plaintiff alleges severe pain and suffering and has incurred and will in the future incur wage loss and loss of earning capacity. Plaintiff's husband has suffered the loss of support, svcs and companionship of his wife.